Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they have been having some issues for a little bit. Patient mentioned that they are having a constant buzzing on their left just above their left butt cheek. Patient said the buzzing is in their right leg and they have always had it if they lifted their arm up a little too high or pressed too far back when they sit back. Patient also mentioned that if they lean back to sit in the chair it will start buzzing and if they move their neck head on their neck tilts back it starts buzzing. Patient noted that there is no pain, but where they do have pain which just recently started is underneath the device going down into their left butt cheek and it feels like a bruise. Patient confirmed that it is not stabbing or sharp, it is just aching and they put their hand on it they have to rub it because it hurts. The issue has been going on for a couple weeks or at least getting closer to the pain in the butt cheek on and off for a month now and it has been more steady this last couple weeks the buzzing has been about the same. Pt reported that the impl anted neurostimulator is not holding a charge as long either anymore. Pt reported having to charge it more often than before. Patient has tried adjusting the therapy down and up, but that did not resolve the issue. The patient was redirected to their healthcare pr ovider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.